Manufacturer narrative:
(B)(4). Physio-control performed a clinical review of the reported patient event and determined that it is unknown whether the usage of the device contributed to the outcome of the patient. This is due to the limited information provided by the customer and not having the electronic device files from the event for review. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that this device was used during a patient event and may not have turned on when they opened the lid. As a result, defibrillation therapy would not have been available, if it was needed. The patient involved in the event, a (B)(6) year old female, is deceased. The customer wasn't able to confirm whether the use of the device caused or contributed to the outcome of the patient.

Event description:
The customer contacted physio-control to report that this device was used during a patient event and may not have turned on when they opened the lid. As a result, defibrillation therapy would not have been available, if it was needed. The patient involved in the event, a 57 year old female, is deceased. The customer wasn't able to confirm whether the use of the device caused or contributed to the outcome of the patient.

Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. Physio determined that the cause of the reported issue was due to the charge-pak flex assembly having an on/off switch that does not make contact. The customer received a replacement device.

Manufacturer narrative:
Outcomes attributed to the ae of the initial medwatch report was blank. Outcomes attributed to the ae of the initial medwatch report should be "death".

Event description:
The customer contacted physio-control to report that this device was used during a patient event and may not have turned on when they opened the lid. As a result, defibrillation therapy would not have been available, if it was needed. The patient involved in the event, a 57 year old female, is deceased. The customer wasn't able to confirm whether the use of the device caused or contributed to the outcome of the patient.

Event description:
The customer contacted physio-control to report that this device was used during a patient event and may not have turned on when they opened the lid. As a result, defibrillation therapy would not have been available, if it was needed. The patient involved in the event, a 57 year old female, is deceased. The customer wasn't able to confirm whether the use of the device caused or contributed to the outcome of the patient.

Manufacturer narrative:
Death date of the initial medwatch report was blank. Death date of the initial medwatch report should be "(B)(6) 2018".